Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an air in line issue. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Corrected: d3 - mfg establishment name. One device was returned for analysis. Visual inspection found a lifted (dso) downstream occlusion seal. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. The downstream occlusion seal and printed wire assembly (pwa) board were replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.